Manufacturer narrative:
During troubleshooting with bec customer technical service, the customer noticed the line to the obstruction detection and correction (odc) device was leaking. Bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse replaced the mc sample crane tubing assembly. No further probe leaking was reported as of (B)(4) 2011. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that their unicel dxc 800 synchron system was generating modular chemistry (mc) probe obstruction errors. Medical attention was not sought. No effect to patient or operator was reported in connection with this event.